Event description:
It was reported that, "after dr. (B)(6) torqued on the left construct l4 pedical screw, he observed the blocker was screwed in lower than it was suppose to be in the tulip head. He removed the blocker and rod on the left side and discovered the tulip head and screw shaft had become disconnected. He removed the screw shaft, then replaced the screw with a new 7.5 x 50mm screw."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.